Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a fungal infection under the lifevest under the front therapy electrode pad. The area was described as being the size of the therapy electrode pad and with no broken skin. A doctor gave the patient cream to put on the affected area. Follow-up indicated that the irritation had started to go away.